Manufacturer narrative:
(B)(4). The device history record review for the product hemolok l clips 3/cart 42/box, lot number 73c1500434 investigation did not show issues related to the complaint. The device sample investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
It was reported that during surgery the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One (1) single clip of catalog number 544243 hemolok l clips was received, it looks used, no original packaging was received, and lot# was not confirmed. During visual evaluation the single clip is missing the hook. Failure mode broken at hinge was not confirmed with sample received, however; alternated failure mode was observed; the hook is broken; it's unknown why the hook is broken. Based on sample visual evaluation the clip received did not confirm the defect reported by the customer broken at hinge, however; an alternated condition was observed; hook clip is broken. At this time is not possible to identify the root cause for the defect reported and a corrective action for it, due to the single clip was received with missing pieces and broken hook. We will continue to monitor and trend relating complaints.

Event description:
Alleged event: it was reported that during surgery the hinge of three clips were broken. No clips fell into the patient's body. There was no reported patient injury.